Event description:
Reportedly, on (B)(6) 2014, programmer software version was upgraded to 2.44j. After upgrade was completed, patient data saved in the programmer were checked; however many data were missing: patient data for ovatio, paradym 2 and opus g were still saved in the programmer and patient data for paradym, reply, reply 200, and symphony were all missing. Upgrade was performed again with using the same media, but this issue was not resolved. Then a new reply200 (still in the box) was interrogated using this programmer. The interrogation was completed, but the following message was displayed: ¿aida memory was not activated after implantation. Please open the aida screen to activate it. Data will be available at the next follow-up¿. This message has never been displayed when interrogating a new pacemaker in the past. This reply 200 data was saved as patient data in the programmer. Upgrade was performed again with using a different programmer, but this issue was still observed. Preliminary analysis showed that the missing files were related to a hard disk corruption that prevented the complete database migration upon software version upgrade to 2.44j.

Manufacturer narrative:
Preliminary analysis of the message displayed confirmed that this message is newly introduced with the reply module 1.18 (smartview 2.44j) to alert the user when a device is interrogated and the device memories are not activated.

Event description:
Reportedly, on (B)(6) 2014, programmer software version was upgraded to 2.44j. After upgrade was completed, patient data saved in the programmer were checked; however many data were missing: patient data for ovatio, paradym 2 and opus g were still saved in the programmer and patient data for paradym, reply, reply 200, and symphony were all missing. Upgrade was performed again with using the same media, but this issue was not resolved. Then a new reply200 (still in the box) was interrogated using this programmer. The interrogation was completed, but the following message was displayed: "aida memory was not activated after implantation. Please open the aida screen to activate it. Data will be available at the next follow-up." This message has never been displayed when interrogating a new pacemaker in the past. This reply 200 data was saved as patient data in the programmer. Upgrade was performed again with using a different programmer, but this issue was still observed. Preliminary analysis showed that the missing files were related to a hard disk corruption that prevented the complete database migration upon software version upgrade to 2.44j.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2014, programmer software version was upgraded to 2.44j. After upgrade was completed, patient data saved in the programmer were checked; however many data were missing: patient data for ovatio, paradym 2 and opus g were still saved in the programmer and patient data for paradym, reply, reply 200, and symphony were all missing. Upgrade was performed again with using the same media, but this issue was not resolved. Then a new reply200 (still in the box) was interrogated using this programmer. The interrogation was completed, but the following message was displayed: "aida memory was not activated after implantation. Please open the aida screen to activate it. Data will be available at the next follow-up." This message has never been displayed when interrogating a new pacemaker in the past. This reply 200 data was saved as patient data in the programmer. Upgrade was performed again with using a different programmer, but this issue was still observed. Preliminary analysis showed that the missing files were related to a hard disk corruption that prevented the complete database migration upon software version upgrade to 2.44j.